Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the leadless pacemaker exhibited high capture threshold and varying pacing impedance. Programming changes were made. There were no patient consequences.